Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received check settings alarm. The customer's blood glucose was around 130 mg/dl at the time of incident. The customer stated that they found failed battery test alarms and pump reset alarm. The customer stated that the settings were reset in the insulin pump. The customer performed self test and the insulin pump passed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was monitored with multiple basal rates and the pump functioned properly. No check setting alarm was noted during testing. The pump functioned properly during the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements were normal. No unexpected low battery, failed battery, off no power, reset or black circle display anomaly noted during testing. The pump was received with a cracked reservoir tube lip.